Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed the recorded code 1003 was due to a detected high impedance battery condition. Device replacement was suggested. Device was explanted and replaced. Device is available for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed the recorded code 1003 was due to a detected high impedance battery condition. Device replacement was suggested. Device was explanted and replaced. Device is available for evaluation. No additional adverse patient effects were reported.